Event description:
Healthcare professional reported the xen140 events from an unpublished literature article described as "hyphema in 2 eyes, dellen in 2 eyes, hypotony with shallow anterior chamber in 1 eye, and choroidal effusions in 1 eye."

Manufacturer narrative:
The event of "keratitis" and "hyphema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Manufacturer narrative:
Clarification to d.6a.: implant surgery between august 2009 and 33 december 2019.

Event description:
Through an updated unpublished literature article titled, "efficacy and safety of different gelatin stent implants into varying locations," it was noted there were 212 eyes that underwent xen®45 gts implantation and 17 eyes that underwent xen®140 implantation experiencing the events of bleb needling with 5-fu, topical glaucoma medication required, hyphema, dellen, hypotony with shallow anterior chamber, and choroidal effusions. This is the same unpublished article reported under MDR ID # 3011299751-2022-00086 (allergan complaint # (B)(4)). This MDR is being submitted for xen®140 gts.